Manufacturer narrative:
E1-initial reporter address 1 : (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 88% stenosed, concentric target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Vascular access was obtained via the radial artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. Significant resistance was encountered during operation. During the procedure, the balloon burst. There were no complications, and the patient was stable post procedure.